Event description:
It was reported that the anchor broke upon insertion during a labral repair. The broken anchor in bone was not retrieved. The surgeon implanted a new anchor next to the broken one and completed the case without any further issues. No further pt info is available from the customer. This device is used for treatment.

Manufacturer narrative:
The device was not returned and review of the device history record revealed nothing relevant to this event. The cause of this event could not be determined from the info available and without device evaluation.